Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported the guidewire was inserted smoothly. However, difficulty was encountered when advancing it into the vascular sheath. Upon withdrawal, it was discovered that the tip of the guidewire had bent and kinked. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a kinked guidewire is confirmed; however, the exact cause is unknown. One video of a guidewire was returned for evaluation. An initial visual observation of the video showed a guidewire inserted in a patient. A bend was observed on the guidewire and was located slightly proximal from the location of the insertion site. Due to the quality of the returned video, no details of the damage at the bend location could be discerned. There were no distinguishing features in the returned video of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.